Manufacturer narrative:
(B)(6).

Event description:
It was reported that a myocardial infarction and elevated cardiac enzymes occurred. The patient was on a prior regimen of aspirin (>= 72 hours) or antiplatelet other than aspirin (>= 72 hours). At the time of the procedure, the patient received heparin or other antithrombotic medication, gp iib and iiia inhibitors, 81 mg of aspirin and 600 mg of clopidogrel. The 2.0 mm x 10 mm target lesion located at the first obtuse marginal vessel was pretreated with a 2.0 mm x 12 mm semi-compliant balloon angioplasty catheter achieving 0% residual stenosis with timi flow of 3. The lesion was then successfully treated with the 2.25 mm x 12 mm synergy xd resulting in 0% residual stenosis and timi flow of 3. During the 3-6 hour post procedure lab draw, troponin I hs level was elevated and met the criteria for a myocardial infarction. The patient was discharged the same day. The non-target lesion located at the mid-left anterior descending vessel was successfully treated with the 2.50 mm x 28 mm drug eluting stent prior to the target lesion.